Event description:
It was reported that the colonovideoscope had no picture, scope communication error b30 and e216. The issue was found during reprocessing of the device. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure scope communication error (b30) was not confirmed and scope communication error code (e216) and no picture was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scope communication error code (e216) and no picture due to corrosion on plug unit and the most probable cause for scope communication error (b30) no problem was detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.